Manufacturer narrative:
The device is available to be returned for analysis; however, it has not yet be received. A photo of the device issue has been provided and analysis of the image is pending. A device history record (DHR) review and additional information are pending and will be provided within 30 days upon receipt. Please note that the patient's gender was unknown. Date of event was unknown.

Manufacturer narrative:
Please note that the device is no longer expected to be returned for analysis. Analysis of the picture received, the DHR, and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 4f tempo catheter has broken off within the packaging. It was also noted that the distal tip was a different color. There was no patient injury noted. The nurse opened the package in a sterile environment during a procedure and passed the catheter to the doctor who then noticed that the tip was a different color. The tip was then noted to be separated and found within the original package. The representative removed the original packaging and catheter which hadn't been used before. Another 4f tempo 65cm catheter was used to complete the procedure. A picture of a cath tempo 4f c2 65cm 2sh was provided for evaluation. During the analysis on the picture, it was noted that the section near the tip was separated from the rest of the catheter. The device appears to be elongated near the separated section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported brite tip/distal tip- discolored/particulate inclusions could not be confirmed since there is no evidence of discoloration shown in the picture provided. The reported brite tip/distal tip- separated (peripheral) was confirmed due to the condition of the device shown in the picture. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue; however, this may have been caused during shipping, storage, or handling of the product. The product instructions for use caution users to grasp the hub and withdraw the catheter carefully during removal from the package to prevent damage to the catheter tip. Based on the pet assessment and since the device was not returned for evaluation, it is not possible to determine if the events reported are related to the design or manufacturing process. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions were taken.

Event description:
As reported, the tip of a 4f tempo catheter has broken off within the packaging. It was also noted that the distal tip was a different color. Another 4f tempo 65cm catheter was used to complete the procedure. This occurred before patient use, therefore there was no patient injury. Nurse opened package in a sterile environment during a procedure and passed the catheter to the doctor who then noticed that the tip was a different colour. The tip had separated and come off within the packaging. Product was removed. Tip remains in the original packet. The representative removed the original packaging and catheter which hadn't been used. Packaging was opened in a sterile field. Product was not used on a patient. Patient was not injured. Another 4f tempo 65cm catheter was used to complete the procedure. Unknown event date.